Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon lost control of a monopolar curved scissors instrument and he was unable to open or close the instrument tips. When the instrument was removed and inspected the instrument the scrub nurse realized the instrument pulley was broken once the tip cover was removed. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to obtain the following information: the instrument was inspected prior to use with no issues found. The instrument pulley cord on the instrument's wrist was broken. The tips were not closed on tissue. The surgeon was separating and cutting tissue to access the target anatomy at the beginning of the surgery. The instrument did not collide with any other instruments. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute.